Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device became contaminated. The target lesion was located in the superficial femoral artery (sfa). During unpacking, the mach1 guide catheter fell from the package. The tip part was flattened and the device was unable to be used. The procedure was completed with another mach1 guide catheter. No patient complications were reported as there was no patient involvement.